Manufacturer narrative:
H6: updated investigation conclusions: d1102: unintended use error caused or contributed to event. H6: health effect impact code: f1903: device explantation. Previous patient codes (1994, 1695) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2007 through (B)(6) 2010 were not provided. Patient information: medical history: morbid obesity. Hypertension. Cardiomyopathy. Gastroesophageal reflux disease [gerd]. Prior surgical procedures: [none provided]. Implant preoperative complaints: on (B)(6) 2007: ¿patient is a 47-year old female, morbidly obese patient, who presented with 3 to 4 months' history of bulge in her umbilicus area. Nevertheless, this has caused her only intermittent pain. Since the day of admission, patient has been complaining of severe pain down in that area associated with nausea and vomiting.¿ on (B)(6) 2007: ¿patient was seen in the emergency room and leukocytosis was identified with questionable local tenderness and a CT scan was obtained with confirmed incarcerated ventral hernia in the supraumbiiical area. Due to the patient's pain and leukocytosis, we are concerned about friability of the bowel locally and therefore recommendation was made to proceed with ventral hernia repair on an emergency basis.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (04817899/1dlmcp04 15 cm x 19 cm) implant date: (B)(6) 2007 [hospitalized (B)(6) 2007] description of hernia being treated: ¿patient has a 3 cm x 4cm defect in the umbilicus area plus another one which has measured approximately 1 cm diameter defect in the midline and 2cm superiorly. The bowel was incarcerated but there was no evidence of ischemia identified and this could be reduced.¿ implant size and fixation: a 5-mm trocar was inserted in the left flank and then after peritoneal access and co2 insufflation was initiated, we then placed 2 additional trocars, 1 in the left inferior and left superior flank area. We know that we had to use a long trocar due to the patient's thick abdominal wall. The adhesions, and with all the omentum incarcerated up in the anterior wall, were then slowly taken down and then the bowel was then reduced and then all the omentum and there was a lot of them stuck in that area that progressively be reduced and until finally we can reach up to the hernia sac, which was emptied. At this point, the defect was measured. We then used a piece of mesh, which measured 10 cm x 19 cm, and packed [sic ¿ tacked] it in all in maybe 2 to 3 cm arid [sic ¿around] attached it to the anterior abdominal wall. The mesh was introduced through the sac itself, which was closed primarily. Then, we fixed all the corners as was [sic ¿ as well as] anterior aspect with transfascial suture, then brought the whole thing up and tied in sides. We then used a protack as well as endoanchor to secure the mesh circumferentially every 1cm apart. Once this was accomplished, we then irrigated the abdominal cavity and we removed all the trocars under direct vision.¿ post-operative period: [1 day] - on (B)(6) 2007: discharge summary: ¿the patient tolerated the procedure well, was then brought back to recovery room, and then kept overnight to monitor for her recovery in view of her other cardiac and pulmonary factors, and patient remained stable throughout the night and therefore after being seen the next day was found to be ready to be discharged home to be followed as an outpatient. Explant preoperative complaints: on (B)(6) 2010: ¿this is a 49-year-old female who presented to the ER [emergency room] late last night complaining of abdominal pain. Patient states that she has been sick for about a week now and actually went to the ER last wednesday, and was sent home with pain pills with a diagnosis of kidney stones. She had returned to the ER last night because the pain has gotten worse and she was also feeling nauseated. Cat scan was performed and it showed an incarcerated ventral hernia. Patient has undergone ventral hernia repair with mesh several years ago. She now have [sic] a recurrent ventral hernia below the umbilicus per CT abd [abdomen]/pelvis.¿ explant procedure: exploratory laparotomy, small bowel resection, lysis of adhesions, and repair of ventral hernia. Explant date: (B)(6) 2010 ¿using a skin knife, a 15-cm incision was then made at the level of the umbilicus towards the cephalad direction. This was carried down carefully in different layers of the abdomen until I entered the abdominal cavity. In the immediate area of the umbilicus, there is marked amount of adhesions as the patient has a ventral hernia repair with mesh before. I found the mesh to be crumpled to the right side and there was an increased amount of adhesions where in there is an incarcerated and markedly adhesed small bowel within the hernia sac. I continued to bluntly and sharply dissect the bowel off the hernia sac. I was able to remove the hernia sac as well as the gore-tex mesh that had been closely adhesed to the abdominal wall. As soon as I was able to free the small bowel from all the adhesions, I went ahead and ran the bowel from the terminal ileum to the ligament of treitz to make sure that there is no other twisted bowel. During this time, I was able to see that the ileum has been incarcerated in the ventral hernia for quite some time as there were a lot of scar tissue, and there was also some signs of ischemia, I have decided to resect this area of the small bowel and primarily anastomose it together. There were also some injured small bowel as the lysis of adhesions were carried out, so I removed approximately 20 cm of small bowel and sent it off to pathologic evaluation. I then performed a primary anastomosis of the small bowel using a white load endostapler. The common enterotomy was closed using 2-0 continuous lembert silk stitches (double-layer). I closed the mesenteric defect using a running 2-0 silk as well. I then replaced the small bowel into the abdominal cavity. I instructed the anesthesiology staff to drop an ng tube and I guided it in the middle of the stomach. I then closed the abdomen using 1 pds double-stranded stitches, started from both sides and tied in the middle. I placed a jp drain in the subcutaneous tissue below the midline incision, and it was anchored to the skin using 2-0 silk. I reapproximated the skin using skin staples, and the wound was then covered with sterile dressing.¿ no post-operative records were provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. All fixation devices should be used in accordance with the manufacturer¿s IFU. The physician should reference the manufacturer¿s IFU and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Per the information reported to gore, there were fixation device manufactured by medtronic used during the implant of gore® dualmesh® plus biomaterial was used outside its indications. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 04817899. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d1102: unintended use error caused or contributed to event. H6: health effect impact code: f1903: device explantation. Previous patient codes (1994, 1695) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2007 through (B)(6) 2010 were not provided. Patient information: medical history: morbid obesity. Hypertension. Cardiomyopathy. Gastroesophageal reflux disease [gerd]. Prior surgical procedures: [none provided]. Implant preoperative complaints: on (B)(6) 2007: ¿patient is a 47-year old female, morbidly obese patient, who presented with 3 to 4 months' history of bulge in her umbilicus area. Nevertheless, this has caused her only intermittent pain. Since the day of admission, patient has been complaining of severe pain down in that area associated with nausea and vomiting.¿ on (B)(6) 2007: ¿patient was seen in the emergency room and leukocytosis was identified with questionable local tenderness and a CT scan was obtained with confirmed incarcerated ventral hernia in the supraumbiiical area. Due to the patient's pain and leukocytosis, we are concerned about friability of the bowel locally and therefore recommendation was made to proceed with ventral hernia repair on an emergency basis.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (04817899/1dlmcp04 15 cm x 19 cm) implant date: (B)(6) 2007 [hospitalized (B)(6) 2007] description of hernia being treated: ¿patient has a 3 cm x 4cm defect in the umbilicus area plus another one which has measured approximately 1 cm diameter defect in the midline and 2cm superiorly. The bowel was incarcerated but there was no evidence of ischemia identified and this could be reduced.¿ implant size and fixation: a 5-mm trocar was inserted in the left flank and then after peritoneal access and co2 insufflation was initiated, we then placed 2 additional trocars, 1 in the left inferior and left superior flank area. We know that we had to use a long trocar due to the patient's thick abdominal wall. The adhesions, and with all the omentum incarcerated up in the anterior wall, were then slowly taken down and then the bowel was then reduced and then all the omentum and there was a lot of them stuck in that area that progressively be reduced and until finally we can reach up to the hernia sac, which was emptied. At this point, the defect was measured. We then used a piece of mesh, which measured 10 cm x 19 cm, and packed [sic ¿ tacked] it in all in maybe 2 to 3 cm arid [sic ¿around] attached it to the anterior abdominal wall. The mesh was introduced through the sac itself, which was closed primarily. Then, we fixed all the corners as was [sic ¿ as well as] anterior aspect with transfascial suture, then brought the whole thing up and tied in sides. We then used a protack as well as endoanchor to secure the mesh circumferentially every 1cm apart. Once this was accomplished, we then irrigated the abdominal cavity and we removed all the trocars under direct vision.¿ post-operative period: [1 day] - on (B)(6) 2007: discharge summary: ¿the patient tolerated the procedure well, was then brought back to recovery room, and then kept overnight to monitor for her recovery in view of her other cardiac and pulmonary factors, and patient remained stable throughout the night and therefore after being seen the next day was found to be ready to be discharged home to be followed as an outpatient. Explant preoperative complaints: on (B)(6) 2010: ¿this is a 49-year-old female who presented to the ER [emergency room] late last night complaining of abdominal pain. Patient states that she has been sick for about a week now and actually went to the ER last wednesday, and was sent home with pain pills with a diagnosis of kidney stones. She had returned to the ER last night because the pain has gotten worse and she was also feeling nauseated. Cat scan was performed and it showed an incarcerated ventral hernia. Patient has undergone ventral hernia repair with mesh several years ago. She now have [sic] a recurrent ventral hernia below the umbilicus per CT abd [abdomen]/pelvis.¿ explant procedure: exploratory laparotomy, small bowel resection, lysis of adhesions, and repair of ventral hernia. Explant date: (B)(6) 2010. ¿using a skin knife, a 15-cm incision was then made at the level of the umbilicus towards the cephalad direction. This was carried down carefully in different layers of the abdomen until I entered the abdominal cavity. In the immediate area of the umbilicus, there is marked amount of adhesions as the patient has a ventral hernia repair with mesh before. I found the mesh to be crumpled to the right side and there was an increased amount of adhesions where in there is an incarcerated and markedly adhesed small bowel within the hernia sac. I continued to bluntly and sharply dissect the bowel off the hernia sac. I was able to remove the hernia sac as well as the gore-tex mesh that had been closely adhesed to the abdominal wall. As soon as I was able to free the small bowel from all the adhesions, I went ahead and ran the bowel from the terminal ileum to the ligament of treitz to make sure that there is no other twisted bowel. During this time, I was able to see that the ileum has been incarcerated in the ventral hernia for quite some time as there were a lot of scar tissue, and there was also some signs of ischemia, I have decided to resect this area of the small bowel and primarily anastomose it together. There were also some injured small bowel as the lysis of adhesions were carried out, so I removed approximately 20 cm of small bowel and sent it off to pathologic evaluation. I then performed a primary anastomosis of the small bowel using a white load endostapler. The common enterotomy was closed using 2-0 continuous lembert silk stitches (double-layer). I closed the mesenteric defect using a running 2-0 silk as well. I then replaced the small bowel into the abdominal cavity. I instructed the anesthesiology staff to drop an ng tube and I guided it in the middle of the stomach. I then closed the abdomen using 1 pds double-stranded stitches, started from both sides and tied in the middle. I placed a jp drain in the subcutaneous tissue below the midline incision, and it was anchored to the skin using 2-0 silk. I reapproximated the skin using skin staples, and the wound was then covered with sterile dressing.¿ no post-operative records were provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. All fixation devices should be used in accordance with the manufacturer¿s IFU. The physician should reference the manufacturer¿s IFU and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315 (-z): cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Per the information reported to gore, there were fixation device manufactured by medtronic used during the implant of gore® dualmesh® plus biomaterial was used outside its indications. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 04817899. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d1102: unintended use error caused or contributed to event. H6: health effect impact code: f1903: device explantation. Previous patient codes (1994, 1695) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2010 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2007 through (B)(6) 2010 were not provided. Patient information: medical history: morbid obesity, hypertension, cardiomyopathy, gastroesophageal reflux disease [gerd]. Prior surgical procedures: [none provided]. Implant preoperative complaints: on (B)(6) 2007: ¿patient is a 47-year old female, morbidly obese patient, who presented with 3 to 4 months' history of bulge in her umbilicus area. Nevertheless, this has caused her only intermittent pain. Since the day of admission, patient has been complaining of severe pain down in that area associated with nausea and vomiting.¿ on (B)(6) 2007: ¿patient was seen in the emergency room and leukocytosis was identified with questionable local tenderness and a CT scan was obtained with confirmed incarcerated ventral hernia in the supraumbiiical area. Due to the patient's pain and leukocytosis, we are concerned about friability of the bowel locally and therefore recommendation was made to proceed with ventral hernia repair on an emergency basis.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (04817899/1dlmcp04 15 cm x 19 cm). Implant date: (B)(6) 2007 [hospitalized (B)(6) 2007]. Description of hernia being treated: ¿patient has a 3 cm x 4cm defect in the umbilicus area plus another one which has measured approximately 1 cm diameter defect in the midline and 2cm superiorly. The bowel was incarcerated but there was no evidence of ischemia identified and this could be reduced.¿ implant size and fixation: a 5-mm trocar was inserted in the left flank and then after peritoneal access and co2 insufflation was initiated, we then placed 2 additional trocars, 1 in the left inferior and left superior flank area. We know that we had to use a long trocar due to the patient's thick abdominal wall. The adhesions, and with all the omentum incarcerated up in the anterior wall, were then slowly taken down and then the bowel was then reduced and then all the omentum and there was a lot of them stuck in that area that progressively be reduced and until finally we can reach up to the hernia sac, which was emptied. At this point, the defect was measured. We then used a piece of mesh, which measured 10 cm x 19 cm, and packed [sic ¿ tacked] it in all in maybe 2 to 3 cm arid [sic ¿around] attached it to the anterior abdominal wall. The mesh was introduced through the sac itself, which was closed primarily. Then, we fixed all the corners as was [sic ¿ as well as] anterior aspect with transfascial suture, then brought the whole thing up and tied in sides. We then used a protack as well as endoanchor to secure the mesh circumferentially every 1cm apart. Once this was accomplished, we then irrigated the abdominal cavity and we removed all the trocars under direct vision.¿ post-operative period: [1 day]. On (B)(6) 2007: discharge summary: ¿the patient tolerated the procedure well, was then brought back to recovery room, and then kept overnight to monitor for her recovery in view of her other cardiac and pulmonary factors, and patient remained stable throughout the night and therefore after being seen the next day was found to be ready to be discharged home to be followed as an outpatient. Explant preoperative complaints: on (B)(6) 2010: ¿this is a 49-year-old female who presented to the ER [emergency room] late last night complaining of abdominal pain. Patient states that she has been sick for about a week now and actually went to the ER last wednesday, and was sent home with pain pills with a diagnosis of kidney stones. She had returned to the ER last night because the pain has gotten worse and she was also feeling nauseated. Cat scan was performed and it showed an incarcerated ventral hernia. Patient has undergone ventral hernia repair with mesh several years ago. She now have [sic] a recurrent ventral hernia below the umbilicus per CT abd [abdomen]/pelvis.¿ explant procedure: exploratory laparotomy, small bowel resection, lysis of adhesions, and repair of ventral hernia. Explant date: (B)(6) 2010. ¿using a skin knife, a 15-cm incision was then made at the level of the umbilicus towards the cephalad direction. This was carried down carefully in different layers of the abdomen until I entered the abdominal cavity. In the immediate area of the umbilicus, there is marked amount of adhesions as the patient has a ventral hernia repair with mesh before. I found the mesh to be crumpled to the right side and there was an increased amount of adhesions where in there is an incarcerated and markedly adhesed small bowel within the hernia sac. I continued to bluntly and sharply dissect the bowel off the hernia sac. I was able to remove the hernia sac as well as the gore-tex mesh that had been closely adhesed to the abdominal wall. As soon as I was able to free the small bowel from all the adhesions, I went ahead and ran the bowel from the terminal ileum to the ligament of treitz to make sure that there is no other twisted bowel. During this time, I was able to see that the ileum has been incarcerated in the ventral hernia for quite some time as there were a lot of scar tissue, and there was also some signs of ischemia, I have decided to resect this area of the small bowel and primarily anastomose it together. There were also some injured small bowel as the lysis of adhesions were carried out, so I removed approximately 20 cm of small bowel and sent it off to pathologic evaluation. I then performed a primary anastomosis of the small bowel using a white load endostapler. The common enterotomy was closed using 2-0 continuous lembert silk stitches (double-layer). I closed the mesenteric defect using a running 2-0 silk as well. I then replaced the small bowel into the abdominal cavity. I instructed the anesthesiology staff to drop an ng tube and I guided it in the middle of the stomach. I then closed the abdomen using 1 pds double-stranded stitches, started from both sides and tied in the middle. I placed a jp drain in the subcutaneous tissue below the midline incision, and it was anchored to the skin using 2-0 silk. I reapproximated the skin using skin staples, and the wound was then covered with sterile dressing.¿ no post-operative records were provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Actions of a healthcare professional/device user, if inconsistent and/or non-conforming to a manufacturer¿s intended uses, recommendations, instructions for use (IFU), or recognized best practices related to device-device compatibility, may result in or contribute to an adverse event. All fixation devices should be used in accordance with the manufacturer¿s IFU. The physician should reference the manufacturer¿s IFU and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Per the information reported to gore, there were fixation device manufactured by medtronic used during the implant of gore® dualmesh® plus biomaterial was used outside its indications. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number 04817899. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including any records for previous abdominal procedures, were not provided. Operative records dated (B)(6) 2007 indicate the patient underwent laparoscopic ventral hernia repair with mesh. Preoperative and postoperative diagnosis ¿incarcerated ventral hernia.¿ the records state ¿patient is a 47-year old female, morbidly obese patient, who presented with 3 to 4 months' history of bulge in her umbilicus area. Nevertheless, this has caused her only intermittent pain. Since the day of admission, patient has been complaining of severe pain down in that area associated with nausea and vomiting.¿. Operative records dated (B)(6) 2007 state: ¿patient was seen in the emergency room and leukocytosis was identified with questionable local tenderness and a CT scan was obtained with confirmed incarcerated ventral hernia in the supraumbilical area. Due to the patient's pain and leukocytosis, we are concerned about friability of the bowel locally and therefore recommendation was made to proceed with ventral hernia repair on an emergency basis.¿. Operative records dated (B)(6) 2007 state findings: ¿patient has a 3 cm x 4cm defect in the umbilicus area plus another one which has measured approximately 1 cm diameter defect in the midline and 2cm superiorly. The bowel was incarcerated but there was no evidence of ischemia identified and this could be reduced.¿. Operative records dated (B)(6) 2007 continue: ¿the adhesions, and with all the omentum incarcerated up in the anterior wall, were then slowly taken down and then the bowel was then reduced and then all the omentum and there was a lot of them stuck in that area that progressively be reduced and until finally we can reach up to the hernia sac, which was emptied. At this point, the defect was measured. We then used a piece of mesh, which measured 10 cm x 19 cm, and packed it in all in maybe 2 to 3 cm arid attached it to the anterior abdominal wall.¿. Operative records dated (B)(6) 2007 state: ¿the mesh was introduced through the sac itself, which was closed primarily. Then, we fixed all the corners as was anterior aspect with transfacial suture, then brought the whole thing up and tied in sides. We then used a protack as well as endoanchor to secure the mesh circumferentially every 1cm apart. Once this was accomplished, we then irrigated the abdominal cavity and we removed all the trocars under direct vision. Patient tolerated the¿ [records stopped]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04817899) was used during the procedure. Discharge summary dated (B)(6) 2007 states: ¿the patient tolerated the procedure well, was then brought back to recovery room, and then kept overnight to monitor for her recovery in view of her other cardiac an pulmonary factors, and patient remained stable throughout the night and therefore after being seen and the next day was found to be ready to be discharged home to be followed as an outpatient.¿. Records between 8/10/2007 and 2/27/2010 were not provided. Operative records dated (B)(6) 2010 indicate the patient underwent exploratory laparotomy, small bowel resection, lysis of adhesions, and repair of the ventral hernia. Preoperative and postoperative diagnosis ¿incarcerated recurrent ventral hernia.¿ the records state: ¿this is a 49-year-old female who presented to the emergency room late last night complaining of abdominal pain. Patient states that she has been sick for about a week now and actually went to the ER last wednesday, and was sent home with pain pills with a diagnosis of kidney stones. She had returned to the ER last night because the pain has gotten worse and she was also feeling nauseated. Cat scan was performed and it showed an incarcerated ventral hernia. Patient has undergone ventral hernia repair with mesh several years ago. She now have a recurrent ventral hernia below the umbilicus per CT abd/pelvis.¿. Operative records dated (B)(6) 2010 state: ¿using a skin knife, a 15-cm incision was then made at the level of the umbilicus towards the cephalad direction. This was carried down carefully in different layers of the abdomen until I entered the abdominal cavity. In the immediate area of the umbilicus, there is marked amount of adhesions as the patient has a ventral hernia repair with mesh before. I found the mesh to be crumpled to the right side and there was an increased amount of adhesions where in there is an incarcerated and markedly adhesed small bowel within the hernia sac.¿. Operative records dated (B)(6) 2010 continue: ¿I continued to bluntly and sharply dissect the bowel off the hernia sac. I was able to remove the hernia sac as well as the gore-tex mesh that had been closely adhesed to the abdominal wall. As soon as I was able to free the small bowel from all the adhesions, I went ahead and ran the bowel from the terminal ileum to the ligament of treitz to make sure that there is no other twisted bowel.¿. Operative records dated (B)(6) 2010 state: ¿during this time, I was able to see that the ileum has been incarcerated in the ventral hernia for quite some time as there were a lot of scar tissue, and there was also some signs of ischemia, I have decided to resect this area of the small bowel and primarily anastomose it together. There were also some injured small bowel as the lysis of adhesions were carried out, so I removed approximately 20 cm of small bowel and sent it off to pathologic evaluation. I then performed a primary anastomosis of the small bowel using a white load endostapler. The common enterotomy was closed using 2-0 continuous lembert silk stitches (double-layer). I closed the mesenteric defect using a running 2-0 silk as well.¿. Operative records dated (B)(6) 2010 state: ¿I then replaced the small bowel into the abdominal cavity. I instructed the anesthesiology staff to drop an ng tube and I guided it in the middle of the stomach. I then closed the abdomen using 1 pds double-stranded stitches, started from both sides and tied in the middle. I placed a jp drain in the subcutaneous tissue below the midline incision, and it was anchored to the skin using 2-0 silk. I reapproximated the skin using skin staples, and the wound was then covered with sterile dressing.¿. Pathology records for the small bowel and hernia sac specimens obtained during the (B)(6) 2010 procedure were not provided. Operative records dated (B)(6) 2011 indicate the patient underwent repair of ventral inicisional hernia with a 15 x 19cm sheet of micromesh. Preoperative diagnosis ¿recurrent ventral incisional hernia.¿ postoperative diagnosis ¿recurrent ventral incisional hernia with multiple defects up and down the old incision.¿ the records state ¿the patient, 51-year-old recurrent ventral incisional hernia. Her previous hernia was repaired with mesh. She is now undergoing exploration and repair of recurrent ventral hernia.¿. Operative records dated (B)(6) 2011 state: ¿skin incision overlying the hernia was then opened. The subcutaneous tissues were then divided and the largest hernia sac was able to be identified. This was then opened. There were some adhesions of omentum as well as small intestine to the inside of the hernia sac and these were taken down using both blunt and sharp dissection until all adhesions had been taken down and the contents had been returned to the abdominal cavity. The hernia sac was then amputated at its base in a circumferential fashion.¿. Operative records dated (B)(6) 2011 state: ¿three more defects were noted in the fascia superior to the largest hernia. These were then connected by extending the incision in the fascia and subcutaneous tissues until 1 large hernia defect. We then cleared the anterior and posterior surfaces of the fascia for implantation of the mesh. It should be noted that the old mesh had been removed at the time of this surgery. We then implanted the mesh with interrupted sutures of #1 prolene in an interrupted u-stitch fashion. Care was taken not to place the repair under any tension. Once the repair had been completed, hemostasis was achieved with electrocautery. The wound was then copiously irrigated with saline solution until all irrigant was clear. Large flat jackson-pratt drains were then placed separately in the right and left lower quadrants and secured into the skin with single sutures of 2-0 silk. Gentamicin 80 mg was then instilled onto the micromesh. The subcutaneous tissues were closed deeply with a running suture of 2-0 vicryl, the more superficial with a running suture of 2 0 vicryl, followed by a closure of the skin with staples. Dry sterile dressings were then applied.¿the records confirm a gore® mycromesh® plus biomaterial (1mymp10/7652906) was used during the procedure. There is no mention of a complaint regarding the mycromesh device, and no records following implant of this device were provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusions code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia repair, pain, additional surgeries, adhesions, mesh removal. Additional event specific information and medical records have been requested.